Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to it presenting high impedance measurements and lack of capture, which were attributed to a suspected fracture. A new device was implanted. No additional patient effects were reported.